Event description:
The patient received a custom tracheostomy tube in 2009, and it was installed 4 days later. The cuff did not hold air failed while in the patient. The patient was in the hospital and had to inflate the cuff every few minutes. The tracheostomy was removed and replaced.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.